Event description:
The customer reported a charge button failure during operational check.

Manufacturer narrative:
The customer reported a charge button failure during operational check. The device was evaluated at philips, and the reported symptom was confirmed. The evaluation revealed that the processor pca had malfunctioned. Replacing the processor pca resolved the issue, and the device passed all testing.